Event description:
The customer contacted baxter's technical service center to report a burning smell coming from the homechoice (hc) machine while the patient was connected in dwell. The baxter technical service representative (tsr) swapped the device as soon as possible for the home patient. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the rite functional and electrical safety analyzer test was performed and passed. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of burnt smell. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The cause of the report of a burnt smell was undetermined. If additional relevant information is received a follow-up will be submitted.